Event description:
The site reported that approximately 20 minutes after starting a transurethral microwave thermotherapy procedure, the foley balloon could not be visualized with ultrasound. Catheter was removed and replaced. No pt injury was reported. This event is being reported as a similar event could result in a serious injury.